Manufacturer narrative:
This product was received and tested by technical services and the failure was duplicated. The image failure was the result of a faulty input connector. A test blade was plugged into the monitor and the monitor was powered on; a "no signal" message appeared. The faulty input connector was replaced and the device passed the electrical safety test. Service was complete. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a portable video monitor, when the blade was attached there was a "no video signal" error message. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.